Manufacturer narrative:
The report event was dislodgement. As received, only a connector portion of the lead was returned in one piece for analysis. Final analysis of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported, that while the patient presented to clinic for follow up. The atrial lead was dislodged. On (B)(6) 2024, the atrial lead was capped and replaced. The patient was recovering post procedure.

Event description:
It was reported that during a patient presented to clinic for follow up, the atrial lead was dislodged. On (B)(6) 2024, the atrial lead was capped and replaced. The patient was recovering post procedure.